Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio sync meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in the evening of (B)(6) 2015 when they found that the meter would not power on. The patient manages their diabetes using insulin and self-adjusts the dose, and denied making any changes to their usual diabetes management routine after the alleged issue began. The patient reportedly experienced symptoms of stomach not well and cold sweats approximately 1-2 days after the alleged issue began, and denied receiving any form of medical intervention is response to the reported issue. At the time of troubleshooting, the csr confirmed that the patient was using the correct test strips, and that the meter would turn on when a new strip was inserted, identifying a potential issue with the power button. The csr noted that it was not the patient's first use of the device and there was no misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and they subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.